Event description:
The customer reported the ventilator stopped working and the screen was black. The customer reported the ventilator did alarm and there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. The service technician powered on the device and reported the backup battery was found completely depleted. Review of the device diagnostic log history noted that the device was operating on backup battery for 5.5 hours before it shut down due to a depleted battery. The service technician plugged the device into ac power to charge the battery. Performance verification testing was completed and passed to operating specification. The service technician instructed the customer to keep units plugged into ac power at all times to maintain backup battery fully charged. This event is being reported as a user error. Per the ventilator's users manual, the battery protects against power failure or unstable power and to facilitate intrahospital transport. It is intended for short-term use only; not to be a primary power source. When the ventilator switches over to battery power a battery symbol is displayed in the corner of the monitor screen, a green led is lit and an audible alarm sounds intermittently. When a low battery condition occurs, the battery can provide operating power for only an additional 15 minutes under nominal conditions. When battery power is completely lost a capacitor-driven backup alarm will sound for at least 2 minutes .